Event description:
It was reported that an unspecified alarm occurred. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.